Event description:
A report received from the USA indicating the device had an erratic display. The upper liquid-crystal display (lcd) was red in color. There was no reported pt involvement. The date of the event was not reported.

Manufacturer narrative:
It was recommended that the graphical user interface (gui) central processing unit (cpu) be replaced. The device was not made available to covidien for eval. The user facility forwarded the device to their main headquarters for disposition. Covidien ref: (B)(4).